Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material which adhered inside the air/water nozzle was insufficiently removed, which resulted in clogging of the foreign material. The cause of entering of the foreign material was unable to be specified since detailed information of handling was unavailable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. It was unknown when the foreign material adhered to the scope. The endoscope was not used in a case with foreign material attached to it. There was no delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. The endoscope was submerged in detergent solution. The air/water nozzle was brushed with a gauze, brush, or sponge and was flushed with detergent solution. An evaluation of the returned device confirmed the customer allegation. Due to clogging of auxiliary water channel, water supply was abnormal. There were few additional findings. Adhesive on bending section cover was chipped, cracked, and had white clouded area. Due to clogging of nozzle, water removal ability does not meet the standard value. Scope connector was dirty due to water leakage. Control unit was damaged. Switch was worn out. Adhesive around objective lens and light guide lens was peeled. Light guide lens had a crack. Distal end cover had a dent. Scratches were found throughout the device. Objective lens was chipped. Universal cord was wrinkled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope exhibited poor water supply. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.